Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter is giving an error 5 issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed he had symptom described as ¿fingers pinched¿ due to the error 5 issue. There was no report of any required hcp medical intervention to suggest a serious injury. The error 5 issue was not resolved with training as the patient was not inclined to complete troubleshooting. The testing process was correct. The test strips were within the discard date. This complaint is being reported due to the error 5 issue. There was no evidence a product issue was associated with the reported incident.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.